Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The night guard while in use broke.